Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-04122 and manufacturer report # 3005099803-2012-00520 address these devices. On (B)(6) 2012, it was noted by the complaint investigation site (cis) that three extra flexima biliary stents were received with no labels. It was confirmed by the customer that these three devices were used to complete an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during this procedure, a stent was being placed in the common bile duct to drain a cholangitis infection of unknown etiology. There was no stricture and no physical anomalies were noted. During the procedure, a sphincterotomy of the common bile duct papilla was performed. Subsequently, seven flexima biliary stents were attempted to be placed, however the stents could not be deployed and the guide catheters of six of the devices broke (these six devices are addressed in manufacturer report # 3005099803-2011-04122, manufacturer report # 3005099803-2011-04120, manufacturer report # 3005099803-2011-04123, manufacturer report # 3005099803-2011-04121, manufacturer report # 3005099803-2011-04124, manufacturer report # 3005099803-2011-04125). The procedure was able to be completed with three flexima biliary stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported by the complainant that there were no issues with the three devices used to complete the procedure; no damage was noted at the time of the procedure or prior to shipment to the cis. However, preliminary evaluation revealed that for the device addressed in manufacturer report # 3005099803-2011-04122, the guide catheter was stretched and broken; the distal piece of this guide catheter was stuck on a guidewire (non-bsc device) and could not be removed. No issues were noted to the guidewire. For the device addressed in manufacturer report # 3005099803-2012-00520, the guide catheter was also found stretched and broken.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-04122 and manufacturer report # 3005099803-2012-00520 address these devices. On january 19, 2012, it was noted by the complaint investigation site (cis) that three extra flexima biliary stents were received with no labels. It was confirmed by the customer that these three devices were used to complete an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during this procedure, a stent was being placed in the common bile duct to drain a cholangitis infection of unknown etiology. There was no stricture and no physical anomalies were noted. During the procedure, a sphincterotomy of the common bile duct papilla was performed. Subsequently, seven flexima biliary stents were attempted to be placed, however the stents could not be deployed and the guide catheters of six of the devices broke (these six devices are addressed in manufacturer report # 3005099803-2011-04122, manufacturer report # 3005099803-2011-04120, manufacturer report # 3005099803-2011-04123, manufacturer report # 3005099803-2011-04121, manufacturer report # 3005099803-2011-04124, manufacturer report # 3005099803-2011-04125). The procedure was able to be completed with three flexima biliary stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported by the complainant that there were no issues with the three devices used to complete the procedure; no damage was noted at the time of the procedure or prior to shipment to the cis. However, preliminary evaluation revealed that for the device addressed in manufacturer report # 3005099803-2011-04122, the guide catheter was stretched and broken; the distal piece of this guide catheter was stuck on a guidewire (non-bsc device) and could not be removed. No issues were noted to the guidewire. For the device addressed in manufacturer report # 3005099803-2012-00520, the guide catheter was also found stretched and broken.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. Visual examination of the complaint device revealed no damage to the push catheter. The guide catheter was found stretched and broken. The broken distal end of the guide catheter was returned stuck on a guidewire. No damage was noted to the guidewire. The broken proximal end of the guide catheter was not returned. The stretched and broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.